Event description:
According to the reporter: the pt returned to the operating room 2 days after surgery with septic shock due to peritonitis. A fistula was noted in the middle of the staple line.

Manufacturer narrative:
(B) (4). (B) (4).